Manufacturer narrative:
H.6. Investigation: bd had not received samples or photos for evaluation. Additionally, bd was unable to determine the specific material or lot number associated with this complaint; therefore, a review of the device history record could not be conducted.

Event description:
It was reported when using the unspecified vacutainer blood collection tube there was erroneous results the following information was provided by the initial reporter. It was reported that edta tubes being a problem. Per email: edta tube is inconsistent since magellan incident. Involves sporadic lots. Reported but case number is unknown. The customer said that they have ¿big¿ ongoing issues with the ¿mint¿ tube with troponin levels. They now use the lithium/hep tube with is a ¿problem.¿ she also said that since the magellan incident the edta tube is also a ¿problem.¿ these incidents were reported to bd sales rep. No lot numbers or start/stop dates were known. Additional notes: customer complained about edta tubes being a "problem" since the magellan incident; note this wo is similar to wo-01792337 which I coded for pst problem also reported. (B)(6) 2021: called and left message for lab manager, followed up with email. (B)(6) 2021: ms. *omitted* called me back and explained she had responded to a post-market survey and told her the edta "problem" was that they had been sending their lead tests to the thedacare nina site, which was using a magellan instrument. They had to go back and contact hundreds of patients. Customer states they were not experiencing any current problems with edta tubes.

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported when using the unspecified vacutainer blood collection tube there was erroneous results. The following information was provided by the initial reporter. It was reported that edta tubes being a problem. Per email: edta tube is inconsistent since magellan incident. Involves sporadic lots. Reported but case number is unknown. The customer said that they have ¿big¿ ongoing issues with the ¿mint¿ tube with troponin levels. They now use the lithium/hep tube with is a ¿problem.¿ she also said that since the magellan incident the edta tube is also a ¿problem.¿ these incidents were reported to bd sales rep. No lot numbers or start/stop dates were known. Additional notes: customer complained about edta tubes being a "problem" since the magellan incident; note this wo is similar to (B)(4) which I coded for pst problem also reported. On feb 15, 2021: called and left message for lab manager, followed up with email. On feb 16, 2021: ms. *omitted* called me back and explained she had responded to a post-market survey and told her the edta "problem" was that they had been sending their lead tests to the (B)(4) site, which was using a magellan instrument. They had to go back and contact hundreds of patients. Customer states they were not experiencing any current problems with edta tubes.